Event description:
The implantable neurostimulator (ins) was at eol (end of life) last year, but they were waiting for approval for a rechargeable system before revising. In the meantime, the ins eroded, so the ins and extension were explanted. Approval was received for a rechargeable system. The pre-screening x-ray showed that the leads had migrated; they were not in a good position for the therapy. Therefore, the decision was made to do a lead revision when they implanted the rechargeable system. The patient had "good capture" after the new implant.

Manufacturer narrative:
(B) (4).